Event description:
The line was placed and the pt discharged from the hosp. The following day the pt returned to hosp with bleeding around placement site. A chest x-ray revealed line had separated into two pieces. Pt went to surgery where separated segment was successfully removed.